Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose, value not provided. Reportedly the customer called the paramedics. Multiple attempts were performed by tandem technically support to gather additional information; however no response was received.